Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted quickly causing the pump to shut off. Review of the pump data logs by tandem technical support showed the pump battery depleted from (B)(4) within one day. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.